Event description:
It was reported by service report that the brakes would not disengage. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: brake cam assemblies and one brake pedal had to be replaced.